Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the cut and seal test on several attempts. The instrument was fully functional. No failures were found in the logs. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the vessel sealer extend (vse) instrument stopped working. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: sealing was being performed as the time of the event. The instrument issue involved no sealing (instrument never worked would not seal, would not cauterize, and no energy. The vse instrument did work half of the case. No errors occurred when the vessel sealer issue occurred. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. The seal cycle completed with the fast audible tones as expected. Tissue effect was observed during the sealing cycle. Tissue was cut that was never fully sealed. The cut was made after ¿seal completed¿ tones were received for that seal attempt. The target tissue was the uterus. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.